Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the cause for the saline being sent to the patient is due to operator error of leaving the clamp open on the saline line during patient procedure.

Event description:
The customer reported that 45 minutes into a mononuclear cell collection (mnc) procedure,they noticed that the saline bag was empty. They discovered that they had left the saline line open and the patient had received the full liter of saline. No medical intervention was needed and the patient is stable. The customer declined to provide the patient's ID, age, and weight. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to device malfunction in the form of operator error.